Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit returned for evaluation. During visual evaluation, the pusher wire was noted to be missing at the distal end of the pusher catheter. The touhy-borst adapter was received loaded to the filter storage tube. The filter was received within the filter storage tube. The detached pusher wire was noted within the filter storage tube. Slight skiving was noted throughout the filter storage tube. The distal end of the dilator was noted to be deformed; no anomalies noted on the distal end of the introducer sheath. During functional testing, the loaded touhy-borst adapter was offloaded from the filter storage tube for further evaluation. No additional anomalies were observed throughout. An in-house mandrel was used to deploy the filter from the filter storage tube. Resistance was felt during test. The filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. Remaining portion of the pusher wire was also deployed. Two photos were provided and reviewed. The first photo shows the medical professional holding the filter storage tube and filter seen within the filter storage tube. The pusher wire was detached and seen within the filter storage tube. The second photo shows the touhy borst adapter loaded onto the filter storage tube and filter was seen within the filter storage tube. The pusher wire was detached and seen within the filter storage tube. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported advancement failure as condition of use cannot be recreated. However, the investigation is confirmed for the identified deformation due to compressive stress as the distal tip of the dilator noted to be deformed. Also, the investigation is confirmed for the identified detachment as the pusher wire was noted to be detached. A definitive root cause for the reported advancement failure, identified deformation due to compressive stress and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly not pushed out properly in the storage tubing during advancement. The procedure was completed using another device. There was no reported patient injury.